Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The manufacturing record of the device was reviewed without irregularity. The subject device was returned to omsc for evaluation. Omsc will evaluate the device. Once the evaluation is completed, a supplemental report will be submitted.

Event description:
Olympus was informed that endoscopic image was not displayed on the monitor when the facility turned on the endoscopic system prior to procedure. The facility completed the intended procedure by replacing to another device. There was no patient injury reported.

Manufacturer narrative:
This device referenced in this report has been returned to olympus medical systems corp. For evaluation. The evaluation found that the phenomenon was reproduced when the power switch was cycled after the subject device was energized 10 minutes. There was no irregularity found at the electrical wires and the solder in the video connector. There was no fluid mark found in the electric board. The exact cause of the reported event could not be conclusively determined however, the possible cause of the phenomenon will be aged deterioration of the electric board as over four years have elapsed since the user facility purchased the subject device.